Manufacturer narrative:
Relevant medical history and adherence to rehabilitation protocol are unknown. No devices or photos were received; therefore the condition of the product is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed. This product is used for treatment. A definitive root cause cannot be determined with the information provided. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/15889030. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient had transient paresthesias in the lateral cutaneous nerve distribution that resolved at 9 months postoperatively.